Event description:
The physician informed distributor that this implantable pulse generator is scheduled for explant because it reverted to the vvi, unipolar mode, after the pt received a shock from his automatic implantable cardioverter defibrillator (aicd). When the physician reprogrammed the ipg the pt received three inappropriate shcccocks fromhis aicd.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.